Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient stated that they experienced bite concerns and sores due to byte retainer.